Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of over temp alarm and going into standby. The patient involvement is unknown, however no adverse event was reported. A getinge field service engineer evaluated the unit and found leak in the pim during testing. Re seated disk and retesting without issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an overtemp alarm and is going into standby. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).